Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported the non-osseointegration af the dental implant after its installation in patient's mouth, it was verified its non-osseointegration. The patient presented bone type I, fenestration occurred during surgery and bone graft was executed.